Event description:
Philips received a complaint by the customer on the v60, indicating that the liquid-crystal display (lcd) screen is defective. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. To resolve the issue, the lcd assembly was replaced by fse. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(4). Reporting institution phone #: (B)(4). Reporter phone #:(B)(4).

Manufacturer narrative:
The removed light crystal display (lcd) was returned to the product investigation lab (pil). The lcd was tested, and the failure was confirmed. Pil found that the lcd had a dim backlight issue. Pil used a known working user interface (ui) printed circuit board assembly (pcba) and inverter pcba and confirmed the lcd backlight was receiving the correct voltage and frequency. Pil confirmed that the lcd was defective due to a faulty lcd backlight. G1 - contact information and contact office entity are updated